Event description:
It was reported that the patient was being replaced due to high impedance. No known surgery has occurred to date.

Event description:
The patient underwent a full replacement. The generator was replaced prophylactically and the lead was replaced due to high impedance. The generator and lead were received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the lead was completed and approved. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.